Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the inserter for her enlite sensor was stuck and she was not able to release it after the second button press. The blood glucose reading was 110 mg/dl. Advised the caller that the catch arm may be bent. The customer stated that she can not tell since she is visually impaired. The caller also stated going through three sensors and did hurt. The customer threw the sensors away because her frustration. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.